Manufacturer narrative:
Unit received with operating currents within spec. Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08685 inches. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that they were recently hospitalized due to a high blood glucose level over 600 mg/dl. The customer was wearing the insulin pump at the time of admission. Troubleshooting was declined. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.